Event description:
It was reported that ten minutes after insertion of the intra-aortic balloon, blood was noted in the gas tubing. The intra-aortic balloon was removed and replaced without any complications.